Event description:
It was reported that during a lower ankle joint arthrodesis surgery the device ar-13225 (lot: 672231) could no longer be opened after the sterilization process, because there was rust in the thread. Due to this rust the device could not be rotated more than half a turn. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully without the device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is attributed to misuse by the end user, specifically not following the instrument cleaning requirements and recommendations. The device was manufactured on november 23, 2022, and the failure occurred on (B)(6) 2024. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.